Event description:
Note: this report is the first of two reported malfunctions occurring during the procedure. It was reported to boston scientific corporation in 2008, that an hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure one day prior. According to the complainant, during the ercp, the cutting wire of the sphincterotome broke. The device was replaced by an autotome rx sphincterotome device. Refer to MFR report # 3005099803-2008-01229 for details regarding this second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.